Event description:
The caller stated that he needed to report some failures in the past weekend with unspecified endotracheal tubes where the cuffs had blown. The caller had no additional information, and did not know if these were events had any patient involvement or medical intervention. There were no lot numbers and no tubes were retained for investigation. This report is the 2nd of 3 reports related to 2936999-2010-01227.

Manufacturer narrative:
The lot number is unknown and therefore, the date of manufacture can not be determined. The tube was discarded and therefore, unavailable for failure investigation. The model is unknown and therefore, 510(k) cannot be determined. No analysis or conclusions can be drawn without the device or the lot.